Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-apr-2024, it was reported that the patient faced infusion set tubing was leaking at the site, which caused the patient blood glucose elevated from 300 to 400 mg/dl. The infusion set was in use for couple of 12 to 1and half days. The patient replaced infusion set and resumed insulin successfully. No further information available.